Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Pre-treatment cta revealed that the maximum diameter of the aortic aneurysm/lesion was 71mm. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2013 to (B)(6) 2019, the maximum diameter of aortic aneurysm/lesion decreased in size from 70mm to 63mm. From (B)(6) 2020 to (B)(6) 2023, the maximum diameter of aortic aneurysm/lesion increased in size from 66mm to 74mm. It was reported that on (B)(6) 2020, a type ii endoleak was identified. According to the physician, the type ii endoleak caused the aneurysm enlargement. On (B)(6) 2020, the patient underwent the translumber type ii endoleak repair with glue. The endoleak was fixed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.